Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 with high blood glucose. Customer's blood glucose was 244 mg/dl at the time of admission. The customer stated they were wearing the insulin pump at the time of hospitalization. The customer reported having the settings on the insulin pump adjusted and experiencing high blood glucose since then. The customer reported feeling nauseous and vomiting from their blood glucose. Troubleshooting was not completed as the customer declined to check for the presence of air bubbles and leaks. The high pressure test was also not performed for the insulin pump. The customer's current blood glucose was 256 mg/dl. The insulin pump will not be returned for analysis.